Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter's "mid results" were inaccurate compared to the doctor's other results. The reporter could not provide any further information. This complaint is being reported because the reported results may not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.